Event description:
Hung sodium phosphate rider as piggyback and set IV pump at 62.5ml/hr-250ml bag- as ordered and waited to make sure medication was dripping in IV chamber, 10 minutes later, noticed 1/3 of sodium phosphate rider infused. Ivac pump infused medication at incorrect rate on secondary line. Rn changed IV tubing and placed medication on primary setting before she noted correct rate infusing. Pump removed from service and tagged as defective. Clinical engineering notified. Review log completed by biomed and rate was set appropriately. Baxter called by nurse mgr to notify them of issue. No injury noted to pt.